Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was returned torn. A damaged button will allow contamination to permeate the button contact negatively impacting the button function. The damage is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the audio bolus button was inoperable. The button cover was removed and contamination was found on the bolus button contact. Unrelated to the complaint, evidence of contamination was found under the keypad button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the audio bolus button does not work, has a hole and now looks torn. The patient denied any evidence of moisture in the pump. The patient mentioned that the alleged issue with the audio bolus button not responding was noticed a month ago, before noticing the hole/torn in the button. The product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event since there is no evidence that the patient suffered a serious injury due to the alleged issue. The complaint is being reported since the alleged issue was not resolved over the phone.